Event description:
Nurse was administering meperidine for pain relief through the lower prepierced reseal y-injection site; pt did not experience any relief of pain and nurse noticed that the bed was wet where the y-injection site was. Meperidine was administered through another IV line though a stop-cock with immediate relief of pt's pain. Nurse had noticed that the meperidine appeared to leak out of the IV set where the latex of the IV port attaches to the tubing of the set.